Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad, and the device alarmed button error alarm thereafter. The customer's blood glucose was 123 mg/dl. The customer stated that she may have exposed the device to moisture while she was working out in the garden. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to moisture damage on keypad traces. No button error alarm noted during testing. The insulin pump had a cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.